Manufacturer narrative:
Product analysis the closurefast catheter was received for evaluation inside its shelf box. Within the shelf box, the device was partially routed in its transportation tray. The shelf box lot number was consistent with the reported device. No ancillary devices or images from the procedure were received. The device was removed from the packaging and visually inspected. No anomalies or damages were found on the catheter shaft. The device tag indicated that the device lot was 192450242, consistent with the reported device. Microscopic inspection revealed no anomalies with the connector pins, all were straight and attached. Microscopic inspection of the catheter heating element/coil showed that the fep was damaged. There was a deep cut to the insulation of the heating element and the heating coil was exposed. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional test; the catheter was tested according to specification. The device passed the e+/ e- and tc+/ tc- tests within the acceptance criterion. The device was also passed resistor 1 and resistor 2 tests with values obtained within the acceptance criterion. The catheter was connected and recognized by both the rfg2 and rfg3 lab generators when plugged in. The expected low temperature advisory was displayed when activated. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. The catheter was run for a total of 6 cycles and passed all functional testing on both lab generators. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief to evaluate or discard the possibility of ¿intermittent catheter¿ as a potential cause of the defect reported by the customer; nevertheless, the catheter could complete and pass every test it was put through. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use closurefast ablation catheter during procedure. It was reported that in the first rfa ablation temperature did not increase until 85 degree celsius and shutting down occurred. After that, the situation was not recovered even after resetting by switch. There was no physical damage noted to the device. The catheter coil was not exposed. A new closurefast catheter was used to complete the procedure with the same generator without issue. There was no patient injury reported.